Event description:
The customer reported via the sales rep that the drill bit has broken. It is further reported that the drill piece broke along the shaft during use. It is further reported that the procedure was completed with another unit. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.